Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Open isolation valve causing handpiece to heat up by not allowing water to flow from the reservoir through to the handpiece debris in water filter; one of the pin pushed into the handpiece cable receptacle.

Event description:
While using a g124 scaler, when the pump is connected the handpiece and the insert heat up; no injury resulted.